Manufacturer narrative:
Additional information: section a: a2: patient's age was added as it was omitted from the original submission. Corrections: section b: b1: reportability changed from malfunction to serious injury. B2: outcome attributed to adverse event answered as the reportability has changed from malfunction to serious injury. Section h: h4: updated to reflect serious injury. The device investigation has been completed and the results are as follows: DHR results: the DHR was reviewed and there was no evidence discovered to indicate that a product defect or non-conformity contributed to the issue. The part met all the criteria called for in the production router. Stock product reviewed: the complaint cannot be replicated, and there were no nonconformities identified. Returned samples: the returned implant was visually inspected and verified to be an inclusive tapered implant 4.2 x 11.5 mm implant using the radiographic template. No defect or non-conformity was observed. An unconfirmed abutment was screwed into the implant. Investigation results: the returned part was inspected and evaluated visually and in comparison with the DHR. No evidence indicates that the failed implant was defective as packaged. Root cause: although the root cause for the failed implant complaint is inconclusive and specific to each case, probable causes could be the loss of primary stability at the osteotomy site due to insufficient bone or poor bone quality; either the bone was too soft or the operator erred in creating and osteotomy bigger than the size of the implant diameter. Premature loading, patient's health, peri-implantitis, smoking and lack of oral hygiene may also be contributing factors to the lack of osseointegration. However, established biocompatibility studies have shown that implant materials or manufacturing techniques are not cause for implant failure or infection. This is the 1st of 2 failed implants reported on the same patient. Reference the following manufacturer reports for the remaining implants. 3002195199-2017-00012.

Manufacturer narrative:
The dentist reported that the implant failed to osseointegrate. The device has been received for evaluation and the investigation is under progress. A follow up report will be provided upon completion of the investigation. The production router for the provided lot number was reviewed and no discrepancies were noted. However,failure to osseointegrate is a well known inherent risk of the procedure and is not caused by the implant itself. Also, no abnormalities were noted with the implant itself.

Event description:
It was reported by the dentist that the patient had received 4 implants on (B)(6) 2016. The implants at teeth #28 and 30 failed to osseointegrate and were extracted on (B)(6) 2016. The patient had type 2 bone quality and experienced general bone loss. There were no other adverse events reported and the patient is stated to be doing "satisfactory". No abnormalities were observed with the implant itself. An update was received on 1/30/2017 and it was stated that the 3.7 x 10 mm implant placed at tooth #28 and the 4.2 x 11.5 mm implant was placed at tooth #30.